Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states contacted biomérieux to report a discrepant gram stain result for cap survey (gram positive instead of gram negative diplococcus) in association with the previ® color v2 instrument. Repeat testing provided the same discrepant result. There is no indication or report from the laboratory that the discrepant gram stain result impacted any patient's state of health. There was no patient directly associated with the cap survey sample. Culture submittal was requested by biomérieux for internal investigation. Biomérieux investigation will be initiated.

Manufacturer narrative:
Additional information was received from the customer on 28nov2016. The customer clarified that they do not have a biomérieux previ® color gram and were told to contact biomérieux in error. The customer indicated having a wescor elitech aerospray and confirmed making contact with wescor. Therefore, this event is not reportable in regard to the biomérieux previ® color gram.